Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot number 8647606. A search of the depuy non-conformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review lot number 8647606. A search of the depuy non-conformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The affected side is the left. The stem was left in place and the dislocated ceramic head was replaced with a metal articuleze head.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in pacu post op the ceramic femoral head dislocated from the trunnion of the actis stem. Doi: (B)(6) 2020; dor: (B)(6) 2020; affected side: right hip.